Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not returned yet.

Event description:
There was no patient involved. Enduser alleges that sam300p unit powers on by itself; fsca unit.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the 5th july 2010., previous experience has shown that faults of the reported nature can be characterised by multiple manual power ups, mainly of ten minutes duration, due to a membrane failure. There was one ten-minute manual power up recorded in the history log along with multiple manual power ups mainly of nonsensical duration between the 17th april 2018 and the 22nd may 2018. These multiple manual power ups may indicate that the device was switching on automatically and the user was intervening by initially removing the pad-pak and also by turning off the device via the on/off button. Therefore, there was only one ten-minute time-out recorded in the history log. The fault was witnessed during the course of the investigation. The fault could not be replicated with a known good membrane installed. This would confirm a failure of the original membrane.

Event description:
There was no patient involved. Enduser alleges that sam300p unit powers on by itself; fsca unit.